Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump reset unexpectedly. Reportedly, the customer would load a new cartridge. Additionally, it was reported that the customer was experiencing difficulty charging the pump. Reportedly, the customer had the pump plugged into the wall adapter. The customer plugged the pump into a computer and the pump was confirmed to be charging successfully. Customer's blood glucose level was 129 mg/dl.